Event description:
Describe event or problem: the balloon burst.

Manufacturer narrative:
The report we rec'd from our affiliate indicated that the balloon burst during treatment of a superficial femoral artery. The lesion was calcified and there was no vessel tortuosity. There was product damage or anomaly out of the packaging or during prepping of the device. A 3ml syringe was used. As reported, there was no injury to the pt. The product has been returned for eval and testing, however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days from receipt.